Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp) had optical sensor failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d11, e2, e3, g1, g3, g4, g7, h2, h6(impact codes), h10.

Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp) had optical sensor failure. The unit alarmed for the reported issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country, event site postal code - (B)(6), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional contact information: (B)(6).